Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent embolism); patient¿s condition affected effectiveness of device (lesion morphology) ¿ calcification. (Deformation problem). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ calcification. Inherent risk of procedure ¿ (stent embolism). (B)(4).

Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent (2.25mm x 18mm) to a severely calcified lesion in the lad. The device was inspected before use with no issues noted. The lesion in the lad had 85% stenosis. Pre-dilation was carried out once at 10atm. After pre-dilation, residual stenosis was 60%. It is reported that the stent dislodged before the lesion, due to angulation and severe calcification of the lesion. The dislodged stent was then crushed to the vessel wall with a post dilatation balloon, under high pressure. The physician used a new device to complete the surgery. No clinical sequelae were reported. Evaluation summary: the distal tip was flared and partially flattened indicating that it may have been damaged during advancement. Crimp impressions were visible on the balloon. There was crystallized residue visible in the balloon and inflation lumen. The balloon folds were partially opened suggesting that the device may have been pressurized. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)